Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the competitor's pencil self-activated when the pencil was disconnected from the generator. The technician had a first degree burn, a small white mark on the epidermis, when disconnecting the pencil because it was not working.